Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The reported primary audible alarm bgnd test error was evidenced in the event history log (ehl). The error message was not reproduced during occlusion testing. The customer reported product problem was verified on the basis of the ehl. The problem source of the reported product problem was unknown. A root cause was not established. The speaker was replaced as a preventative measure.

Event description:
It was reported that the medfusion pump exhibited a primary audible alarm background test error. The product problem did not occur during patient use. This product fault did not cause or contribute to an adverse patient health effects.